Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, ¿the joint by the device array attachment rotates". The reported velys array set knee was not returned to medtech orthopaedics. However, the investigation conducted by the field service engineer (fse) under wo: (B)(4) revealed that the resolution for the unintentional rotation of the array was tightening the robot nut. Therefore, there is no indication that a design or manufacturing issue of the velys array set knee has caused or contributed the reported complaint condition. Refer: (B)(4) for further details. Based on the investigation findings, the potential cause is traced to improper handling by the user, and it has been determined that no corrective and/or preventative action is proposed. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that patient underwent a surgery on (B)(6) 2024, using the velys robotic system. The joint by the device array attachment rotates. This was observed approximately half way through the cuts. They inspected the area after the procedure and saw that it was moveable. The robot was mounted to the bed. There was no patient consequence.